Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hrx. Device returned. Occupation: j&j synthes mitek rep. Investigation summary the device was received and evaluated at the service center. The reported complaint that the device doesn't recognize electrodes was not confirmed, however, other defects were found with the device affecting it's function. It was found that the psu board was damaged. The 8 pin socket was found to be corroded by fluid. One of the feet of the device was missing and the tamper-proof seal was found to be damaged. The device also showed intermittently the 200 ref 25 error. The psu board and 8-way socket were replaced and other missing material were renewed. The software of the device was modified and the device was cleaned, calibrated newly, repaired and found to be fully functional. Fluid ingress into the system is responsible for the corrosion of the 8 way socket. The ingress could also have damaged the psu board, causing the device to display the error code. The missing feet is most likely a result of user mishandling and the damaged tamper-proof seal is an indication that someone not authorized has opened the device. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot a manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. Device history batch null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the device doesn't recognize electrodes. This complaint is for one (1) vapr® vue¿ generator. This report is 1 of 1 for (B)(4).